Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, visualization was lost after 15 minutes. The procedure was cancelled due to this event. No patient complications have been reported as a result of this event.